Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the device could not be interrogated. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. A measurement of the battery voltage confirmed a depleted battery. The electronic module was connected to an external power source and found to be elevated. The current consumption of the electronic module was found to be elevated. Further electrical investigations revealed that a low voltage capacitor of the electronic module was damaged, which caused an increased current consumption and ultimately drained the battery. In conclusion, the clinical observation resulted from a damaged low voltage capacitor on the electronic module. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. It is therefore assumed that the damage occurred after the device shipment, however the date of occurrence was not determinable.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
It was reported that this device reached eri on (B)(6) 2020. Device was explanted on (B)(6) 2020. No adverse patient events were reported. Should additional information become available, this file will be updated.